Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra 2 meter was reading inaccurately erratic. The complaint was classified based on customer service representative (csr) documentation. The patient stated that he first became aware of the issue, on (B)(6) 2018. The patient reported that he obtained alleged inaccurately high blood glucose results of ¿165 and 197 mg/dl¿, the tests were performed less than 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lifescan¿s criteria for accuracy. The patient reported that he manages his diabetes with a combination of medication (metformin and glimepiride), and that he took less food/drink in response to the alleged readings. The patient reported that, on (B)(6) 2018, he developed symptoms of ¿shaky and very weak¿. On (B)(6) 2018, the patient reported that he attended his doctor and a blood test was performed, no other treatment was reported. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, and the patient had used an approved sample site to obtain the blood samples. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.